Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative with no patient involvement/no patient information available. It was reported the manufacturer representative (rep) was at a pump implant case and they were only able to get 26ml of sterile water out of the pump. It was discussed that the shipping volume was 37.5ml, activation of the over pressurization mechanism (opm), warming the pump, and refilling with preservative free saline. It was noted the rep had a backup pump. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-13 reported the healthcare professional (hcp) ended up being able to pull all 37 mls out of the pump. Apparently there was something wrong with the first syringe. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-15 reported the cause of the syringe not suctioning was not determined. The syringe was not a manufacturer syringe and was a generic hospital syringe. The patient's identifying information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(4) 2017 reported the rep was in the case and saw it first hand. It was noted that the pump was implanted in the patient. The cause of the something wrong with the syringe was due to the suction not working properly. It was noted that the only able to aspirate 26ml out of 37.5ml saline from pump was resolved. It was noted that the syringe would not be returned as it was the hospitals. No further complications were reported/anticipated.